Manufacturer narrative:
(B)(4). Device evaluation summary: actual complaint sample can't be returned. The manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined. The device history records reviewed, and no issue found. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported by health authority that the patient underwent a laparoscopic right inguinal hernia repair procedure on (B)(6) 2019 and suture was used. The suture broke during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.